Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a dark embedded particulate matter approximately 1.00 square millimeters was observed in the tube seal area of the add port. The particulate was matter not in the fluid path of the container. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign matter at the additive port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.